Manufacturer narrative:
On (B)(6) 2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an ablation procedure for atrial flutter with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by the carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. Finally, an irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4); stockert 70 generator, model # m-5463-01, s/n: (B)(4); coolflow pump, model and serial numbers unknown; lasso catheter, model and lot numbers unknown; st. Jude medical brk-1 transseptal needle, model and lot numbers unknown; st. Jude medical safl 8.5fr sheath, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial flutter with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. While ablating the cavotricuspid isthmus, a steam pop occurred in the right atrium. Ablation continued, but the patient soon became hypotensive. An ultrasound was performed, and the tamponade was confirmed. A pericardiocentesis was performed, with an unknown amount of fluid withdrawn. The patient required an overnight stay in the hospital for monitoring, but recovered fully. The physician¿s opinion is that the injury was procedure related. There are no known patient factors that may have contributed to the event. A transseptal puncture was performed with a st. Jude medical brk-1 needle, and the sheath in use was a st. Jude medical safl 8.5fr. Overall ablation time was 2 minutes and 12 seconds, with a cycle time of 40 seconds at the site of the steam pop. The generator was in power control mode with cutoff values of 42 degrees c and 40 w. At the time of the steam pop, power delivery was at 40w, temperature at 40 degrees c (not titrated), and impedance at 127 ohms. Anticoagulants were used, with activated clotting times maintained between 300-350 seconds. The catheter flow was set to 30ml/min. No other catheters were in close proximity at the time of the injury. The catheter was zeroed after the initial warm-up phase, and the carto 3 system did not indicate to re-zero the catheter at any point during the procedure. No error messages presented on any biosense webster equipment during the case.